Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging multiple loss of prime warnings occurring on the pump. The reporter indicated that the loss of prime warnings continued despite replacing the cartridge multiple times including from a different box of cartridges resulting in a blood glucose over 250 mg/dl. The reporter indicated overcorrecting for the elevated blood glucose resulting in a blood glucose of 40 mg/dl with lightheadedness, shakiness, weakness, and sweating. The reported elevated blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation that the patient experienced hypoglycemia related to a loss of prime issue on the pump.